Manufacturer narrative:
This device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the suction channel of the subject device tested positive for microbe. The type and number of microbes are unknown. Other detailed information such as the reprocessing method was not provided. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. Olympus was informed that as a result of routine microbiological testing by the third party laboratory, the subject device tested positive for following bacteria and it did not satisfy the guideline of (B)(6). On (B)(6) 2018: the biopsy channel: mesophilic aerobic germs(2108kbe). The air/water channel: mesophilic aerobic germs(1632kbe). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. Olympus was informed that as a result of additional microbiological testing by the third party laboratory, the subject device tested positive for the following bacteria but it did satisfy the guideline of (B)(4). On (B)(6) 2018: the biopsy channel: no microbial growth. The air/water channel: mesophilic aerobic germs (2kbe). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.